Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: external control system failure.additional text: driveline compromise.specific component(s) involved: driveline malfunction.additional text: silicone covering compromised.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions, specify.other intervention : application of clamshelll.implant device type: lvad.